Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of the insulin pump fades away. Customer¿s blood glucose level was unknown. Customer stated that every time she enters blood glucose, she could not saw the value she enters and it just fades. Customer advised please troubleshoot blank display and perform self test. The device will not be returned for analysis.